Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the client reports that the sheath came loose from the cannula when the trocar was inserted; no injury to patient; other trocar used. This is the only information available as of now; pieces fell into the cavity and were retrieved. There was no additional bleeding, no tissue damage, no incision extension and operative time was not extended over 30 minutes. No patient injury was reported.